Manufacturer narrative:
H.6. Investigation summary: DHR review for lot 8200535 disclosed the following: the lot was built and packaged on nfa line 1 from 20jul19 thru26jul18 for a quantity of (B)(4) units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Observation and/or testing; could not be conducted for the alleged defect of leakage at adapter tubing, because no units (samples) or photos were provided for this incident. Relationship of device to the reported incident: indeterminate without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system the catheter leaked past hub right where the clear tubing starts.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva closed IV catheter system the catheter leaked past hub right where the clear tubing starts.